Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012, 4194 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: additional analysis information: the lead impedances problems reported by the submitter were confirmed. Pacing amplitudes were noted to be limited to 3.0v or less, even when programmed to 8v. Residual gas analysis (rga) noted that the internal atmosphere had an h2 concentration of 3%. Within 2 hours of the rga test the pacing output and lead impedance were at nominal levels. The perimeter of the scsp was optically inspected after removing all of the surrounding components. No anomalies were observed.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. The device failure disappeared during analysis.

Event description:
It was reported that the patient heard alerts and was seen in the clinic. Interrogation revealed low impedance on all pacing leads. There was also no sensing of the right ventricular lead. This was due to an acute product failure of the device. The device was explanted and replaced and all leads are still in use. No patient complications have been reported as a result of this event.